Manufacturer narrative:
The insulin pump alarmed during self-test and also unable to communicated with test glucose meter and alarmed lost sensor due to faulty electrical component. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Insulin pump received with a radio frequency pic failed self-test alarm during self-test and also unable to communicated with test glucose meter and alarmed lost sensor due to faulty electrical component. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call to have received a radio frequency pic failed self test, which caused insulin pump to reset and unable to connect to sensor. Customer's blood glucose was unknown. After troubleshooting, customer was advise that insulin pump would be replaced.